Event description:
Follow up information identified the patient¿s culture grew a small amount of staphylococcus aureus. The patient has since been released from the hospital and the infection has resolved.

Manufacturer narrative:
The event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the ipg site. To address the issue, the physician explanted the scs system, hospitalized the patient and treated the patient with intravenous antibiotics. Culture results have identified the infection as staphylococcus.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.